Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the clips were 'twisted'. It is unknown how the procedure was completed. No patient consequences were reported.